Event description:
It was reported that the event occurred in the cath lab. When the user tried to deflate the balloon after the angiography was done, the balloon would not deflate. After several attempts the balloon deflated and the catheter was removed. Another catheter was not needed because the procedure was completed. There was no reported pt death or injury. There was no reported delay or interruption. No medical/surgical intervention was required. The pt outcome is good. Additional info was received on (B)(4) 2012, from teleflex (B)(4) stated "yes, the user pretested the catheter prior to use. The user had to wait for a while and had to try to deflate it for several times."

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.